Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was in the nozzle due to the customer deviating from the reprocessing steps in the instructions for use. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the intended procedure was completed using a similar device and there was a 10 minute delay. The customer uses olympus oer or another company¿s endstream device for cleaning and disinfecting the equipment.

Event description:
The customer reported to olympus that there was an air leak on the hd endoeye laparo-thoraco videoscope. A pre-use inspection of the device was performed (results not known), and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to have foreign objects; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it was not known whether there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was not flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There was no possibility that the endoscope was used for the procedure with the foreign material attached to it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. Due to clogging of the nozzle (with foreign objects), water removal ability did not meet the standard value. Additionally, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of standard value; the suction cylinder was shaved, the control unit had discoloration, the adhesive on the bending section cover had a chip, and the angle wires were stretched. The following device components were also found to be scratched: the plastic distal end cover, the scope connector cover, the scope connector, the universal cord, the image guide protector, the flexible adjustment ring, the grip, the switch box, the lock engagement knob, the right/left knob, the up/down knob, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.